Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the "iol was implanted but entered ripped in cartridge." The surgeon removed and replaced the iol during the same procedure. The patient had edema of the cornea. Additional information has been requested.